Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she was receiving a blank page during the upload process. The customer's mother also reported that the time on the device changed. Caller reported that the customer had been experiencing high blood glucose levels due to bent cannulas. Blood glucose level at the time of the incident was 574 mg/dl, which was treated with a manual injection. The customer's mother was advised that the infusion set would be replaced but did not return the product for analysis.